Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was taken to the emergency room due to high blood sugar. It was reported that the patient's bg was 1169 mg/dl while the cgm was 163 mg/dl. The patient experienced symptoms of diabetic ketoacidosis and was vomiting, hallucinating, and "talking like she was intoxicated". Upon arrival at the ER, the doctors removed the patient's sensor. The patient was treated with IV fluids and insulin. The patient's blood sugar dropped from 1069 mg/dl to 1050 mg/dl in the first hour of treatment. On (B)(6) 2023, the patient's blood sugar was in normal range. The patient was discharged from the emergency room (ER) on (B)(6) 2023. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.